Event description:
It was reported the case is damaged near the bottom of the device. The device was returned for repair. There was no patient involvement. It was further reported that the external pulse generator later tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the generator was returned and analysis confirmed the customer comment, the lower case was broken. Analysis also found the upper case and side bail covers broken, the battery release, heart block, lead flex cover and heart lead flex all contaminated, the side bails and battery drawer o-ring missing, the ring bent and the keyboard scratched. (B)(4).